Event description:
During a procedure green particles were noticed in the saline bath and on the pt drop cloth. The physician thinks that it may have been the teflon coating fromt he subject device. The pt was reported in good condition.